Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was implanted. After implant, it was noted that the device had embolized into the left ventricle. On (B)(6) 2022, the device was explanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization into the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined however is consistent with mis-sizing. Please note that per the instruction for use, "use angiography, tee (preferably 3d), and/or pre-procedural cardiac CT to measure the left atrial appendage, including the depth of the left atrial appendage (shown as w in table t2) and the maximum width of the orifice (shown as u in table t2). Image the left atrial appendage until it is clearly visible. Identify and measure the left atrial appendage at the landing zone (defined as about 10 mm-12 mm from the orifice) for the device lobe (shown as v in table t2) to determine the appropriate device size to occlude the left atrial appendage. Confirm the orifice measurement u is less than the disc size of the selected device. See table t2 on the foldout of the back cover to determine the appropriate device size to occlude the left atrial appendage. Procedures guided by ice should be preceded by a tee (preferably 3d) or cardiac CT to measure the left atrial appendage. Warning: do not implant the device if the measurements of the left atrial appendage do not fall within the sizing chart in table t2."

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was implanted. After implant, it was noted that the device had embolized into the left ventricle. On (B)(6) 2022, the device was explanted. The patient status was reported as stable. Subsequent to the previously filed report, additional information was received that the delivery system used to implant the 20mm amplatzer amulet left atrial appendage occluder was a 12f amplatzer amulet delivery sheath. After the device was emergently and surgically explanted on (B)(6) 2022, the left atrial appendage was surgically closed. The dimensions of the landing zone of the left atrial appendage were minimum 14.9mm, maximum 21.2, and average 18mm. The sizing of the device was determined by computerized tomography (CT) scan and transesophageal echocardiogram (tee). It was reported that the implanter believed the cause of the embolization may have been a mis-sizing. The patient has since been discharged.